Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via patient indicated that they were attempting to increase vibration rate and was unable to do so. While attempting to perform above action, the patient had turned the device off inadvertently. The patient was assisted with the help of representative through the steps necessary to turn their device back on. It was noted that the device was working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient's device worked for a few months and then just stopped working in 2014. The patient indicated that they tried to increase and met with a manufacturer representative (rep) who changed programs which worked for a little while, but due to the increased stimulation the patient indicated that the rep thought the battery would only last about 6 months. The patient further indicated that they were having episodes of leakage. The patient then called back and was able to get to the therapy screen, but when they attempted to increase stimulation they encountered poor communication. After repositioning the patient programmer (pp) they were able to connect and increase stimulation without issue and the pp was functioning as intended. The patient also noted that during the previous call the ins was found to be turned off. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
This report is linked with report 3004209178-2018-10813. The serial numbers of the devices in these reports were switched. Serial number (B)(4) previously submitted in 3004209178-2018-10813 actually applies to this report 3004209178-2018-10824. If information is provided in the future, a supplemental report will be issued.